Event description:
During the preparation of the balloon, the md was unable to remove the stylet and the balloon subsequently broke. Similar maude reports. Manufacturer response for balloon dilatation catheter, euphora rapid exchange. Balloon dilatation catheter 2.5 mm x 15 mm (per site reporter). Clinical site corresponded directly with manufacturer.